Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept shutting off. The customer changed the battery three times in one day. Customer's blood glucose level was not reported. The display returned after troubleshooting. The insulin pump alarmed motor error and several failed battery test. The device was not returned.